Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange to address normal battery depletion, insulation damage was observed on the right ventricular (rv) lead. The damage was repaired to resolve the event and the rv lead was left implanted. The patient was in stable condition.